Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used along with the implantation of a non-mdt stent graft in the endovascular treatment of a maximum diameter 62mm abdominal aortic aneurysm. Six endoanchors were implanted to the main body of stent graft to proximal neck primarily in the prevention of neck dilation. The patient was discharged the next day. Two years later, a type ia endoleak with enlarging aaa sac and penetrating ulcer in descending thoracic aorta was observed. The patient was given medication. The patient had abdominal pain in association with this. This event was assessed by the site as unlikely related to the index procedure, possibly related to device (uncertain which device) and related to the aneurysm treated by the endoanchors. There was a plan was to intervene with endoanchors however the patient has multiple co morbidities of chf and ckd IV, making surgical intervention high risk. A few days later, the type ia endoleak was increasing and was deemed by the site as related to the aneurysm treated by the endoanchors. Two years and eight months later post the index procedure, the patient expired under hospice care. The death was deemed related to the event. No additional clinical sequelae were provided and the patient is expired.